Event description:
Event description guidant received information that one day after the implant procedure, this left ventricular implantable lead was suspected to have dislodged as the r waves had decreased, impedance measurements had decreased and the threshold measurements had increased.